Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported about 40 tampons had strings pull out completely while testing the string strength prior to insertion. No further information has been received.